Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they were going to have an MRI, and x-ray taken in relation to the burning at their implant site, and pain. The patient stated that they weighed (B)(6) pounds at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the therapy just wasn't helping the patient. It was reported that they "couldn't get the device programmed right" and they were never able to eliminate their leg pain. The entire system was explanted on approximately (B)(6) 17. No further complications are anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they think they need reprogramming since they have a lot of pain in their leg. The patient stated that it sometimes hurts depending on how they sit. They noted that they sit and have terrible pain in the hip going down to their leg like before, which can be unbearable. The patient informed their healthcare provider, who suggested to coordinate with a manufacturing representative. The patient was to coordinate to meet with the manufacturing representative at the healthcare provider¿s office. No further complications were reported. The patient was implanted for non-malignant pain. Additional information received from the patient indicated that they have burning where their implant site is and up through their back. They also mentioned previously reported issues of pain. The patient confirmed that their pain is just as much as prior to being implanted. They stated that they have an appointment scheduled with their healthcare provider on (B)(6) 2017. No further complications were reported or anticipated.